Manufacturer narrative:
The patient samples were stored in the refrigerator overnight. The patient samples were spun at satellite laboratories and were not spun at the customer site. The customer disposes of samples after 7 days. The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Sample results are invalid and must be repeated if the controls are out of range."

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained for samples from two patients and the other results for four patients were in the retest zone. The patient samples were tested on lot 067. The patient samples were repeated on the second advia centaur xp system with reagent lot 068 when it was discovered that the quality control was out of range. The qc on the second advia centaur xp was in range. The repeat results were nonreactive. Only the repeat results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00187 on october 19, 2016. On 11/30/2016 additional information: siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The patient samples were not available for further testing and investigation as the customer disposes of samples after 7 days. Based on the information provided, there was a possible issue with the samples. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the discordant results, siemens cannot rule out pre-analytical factors or sample issue. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.